Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that two years post port device placement, blood allegedly could not be drawn out of the device and leak was identified. It was further reported that upon device removal, the catheter was noted to be broken. There was no reported patient injury.

Event description:
It was reported that two years post port device placement, blood allegedly could not be drawn out of the device and leak was identified. It was further reported that upon device removal, the catheter was noted to be broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue slim implantable port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and leak issues, as two radially adjacent longitudinal splits were noted approximately 3.0 cm and 3.4 cm from the distal end of the cath-lock. The edges of the radially adjacent longitudinal splits were noted to be smooth and sharp. The investigation is inconclusive for the reported suction issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.